Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The tibial bearing was removed and replaced. No further information has been provided to date.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The tibial bearing was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: excessive activity, failure to control body weight, and trauma affecting the joint implant replacement have been implicated with premature failure of the reconstruction by loosening, fracture, and/or wear of the prosthetic implants. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the returned component found a central area of scuff wear on the inferior side that suggests some backside wear occurred between the baseplate and the tibial bearing. The locking bar slot has damage which could be the result of implant removal. Both bearing condyles exhibit wear and deformation posterior of center. The wear caused the posterior lip to fracture. The concave wear contains pitted regions that are surrounded by a mottled yellowish perimeter. Both medial and lateral sides of the bearing are flared outward instead of vertical which may indicate subsurface cracking due to stress and oxidation. This report filed (B)(6) 2010.